Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 54.4mm abdominal aortic aneurysm. Vessel morphology at implant was reported as the proximal neck diameter was 26mm right below the renal arteries and 28.1 mm in diameter right above the aneurysm entry. The proximal neck length was 15.5mm. It was reported that during the index procedure, the pertinent landmarks were located with ivus before introducing the device. The first stent ring was deployed at the marked lowest renal artery. Confirmation angiogram did not show any suitable neck and it showed that the neck anatomy was inconsistent with the measurements two months prior to the index procedure. Another ivus was done and showed disease progression and slightly larger in diameter in the proximal landing area. The device was then pulled slightly distal to the renal arteries, however, it dropped below a narrow ring in the aorta, preventing repositioning the device back up to the renal arteries. At this point, after the first stent ring was deployed, the physician made the decision to convert to open repair as the physician felt the complex neck anatomy. The physician then made an attempt to re-capture the delivery system into the 20 fr sheath and failed. The patient was then converted to open repair. The event was resolved. No additional clinical sequelae were reported and the patient is doing fine. Film review analysis: review of pre-implant cta¿s, 2 months prior to the procedure, confirmed that the patient had a 5.4cm max diameter infrarenal abdominal aortic aneurysm. The proximal neck flow lumen diameter just below the lowest left renal measured approximately 28mm, and at the distal end of the proximal neck measured 19mm prior to opening to the aaa sac. The neck was minimally angulated but calcified. The distal aortic diameter was 15 x 18mm and extensively calcified. Both iliac arteries were minimally tortuous but extensively calcified. The exact cause of the inaccurate delivery and re-positioning difficulties could not be determined from the pre-implant films provided. Images during implant were not available for review, and pre-implant films just prior to the procedure were also not available. The events appear most likely due to anatomy; challenging proximal neck. There may have also been disease progression between the time of the pre-implant films and when the implant was performed.

Manufacturer narrative:
(B)(4).